Event description:
The manufacturer's representative reported that the patient is in "suspected intrathecal baclofen withdrawal" and they do not have a catheter access port kit to access the cap. Specific symptoms were not reported. A follow-up report will be sent if additional information becomes available to us.